Event description:
It was reported to philips that the device failed to boot, stalling at 00:00. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside the clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. The system log file was reviewed, which confirmed that there was an ¿malfunctioning flexvision pc¿. During troubleshooting, fse found flexvision pc was broken. The part analysis of flexvision pc was performed, and the cause of the failure could not be conclusively determined. However, the replacement of flexvision pc by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.